Event description:
It was reported that the connector on the ilet infusion interface would not turn, preventing attachment and insulin delivery, which coincided with a blood glucose of 340 mg/dl and resulted in hyperglycemia; the user switched to subcutaneous insulin via pen as backup and later achieved connector function with assistance, after wasting several connectors from lot 34353. Symptoms included no reported clinical manifestations associated with the elevated glucose. Outcomes included the need for troubleshooting, education, and supply replacement, with no hospitalization or medical intervention beyond backup insulin use. Investigation included technical support troubleshooting and user education. Investigation of this case revealed use difficulty with the connector turning mechanism that initially impeded device use. It was concluded that user interface difficulty with the connector led to hyperglycemia, and the event resolved with backup therapy and restoration of connector function. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.